Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore, baxter cannot determine root cause. Since the lot number is unknown a batch review will not be performed. A 510k number cannot be provided in this report because the product code is unknown at this time. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the alarm is due to air being sucked into the disposable because the supply bag fell and became disconnected. The lot number is unknown therefore a batch review was not performed. Labeling review finds the labeling adequate for the use error identified in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Correction: see below for additional information as follow up 1 contained the incorrect additional information. This report for a connection issue/separation was not confirmed in the lab due to a lack of sample; however, per the report the cause of the separation is due to the supply bag falling and disconnecting. The lot number is unknown, therefore, a batch review was not performed. Labeling review found the labeling adequate for the identified user error in the complaint. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter technical services after hours and reported that a bag fell and was disconnected. This occurred during the dwell state. No patient injury or medical intervention was reported. No further information is available.